Event description:
It was reported that the user experienced recurrent low glucose events during the night and treated with oral glucose in the form of orange juice without fingerstick confirmation. Symptoms included hypoglycemia. Outcomes included resolution without medical attention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.